Event description:
Eight hours after a successful ep ablation procedure, it was noted that there were blisters on the patient's back at the site of the dispersive electrode patch placement. The physician indicated that the problem was associated with the use of the stockert generator during the procedure.